Event description:
Wife of home patient (hp) reports patient line of homechoice set was not priming completely. Baxter technical svc ctr assisted hp in priming line. Hp's wife reports no pt injury or medical intervention as a result of incidents.